Event description:
While using the device during cardiopulmonary bypass, the device displayed a motor alert message. The procedure was completed successfully. There were no adverse consequences to the pt as a result of this event.